Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was evaluated and it was observed that the system was operating properly and accurately. Functional testing was performed, and it was observed that the device passed all tests. Additionally, it was determined that the bed rail configurations were the correct measurements. The reported condition was confirmed. Since no issues were found with the system or device, it was determined that improper mounting of the robot to the bedrail most likely occurred. Therefore, the assignable root cause was determined to be due to improper handling by the user.

Event description:
It was reported during a total knee arthroplasty procedure, it was observed that the robotic-assisted solution satellite station device began to fall away from the table and away from the sterile field while moving the robot to the home position. It was reported that the robot was supported by the surgeon. It was reported that the draping was compromised and corrected with the use of secondary drapes. It was reported that there were no delays in the procedure and was successfully completed. It was reported that the device was being used with a robotic assisted base station. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant medical devices and therapy dates, base station device, (B)(6)2023. UDI: (B)(4).